Event description:
It was reported by the customer that a pyxis medstation es system drawer failed to open.the customer stated that there was a delay in the dispensing of medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. A field service engineer reseated row board cables on trays and drawer boards. The system functioned as intended after the field service engineer troubleshooted the device.